Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer initially questioned results for multiple patients tested for multiple assays when quality control (qc) values were too low on (B)(6) 2016. The hardware specialist visited the customer the same day and identified an issue with the mixer paddle. The mixing arm was replaced and qc results were acceptable. The customer decided to repeat 17 patient samples that had been run between acceptable qc values on (B)(6) 2016 and the unacceptable qc values on (B)(6) 2016. After repeating the 17 patient samples, 4 patient samples were erroneous when tested for troponin t hs (high sensitive) troponin t hs, elecsys brahms pct, or thyrotropin (tsh). The initial and repeat results were reported outside of the laboratory. Patient 1 initial elecsys brahms pct result was 1.31 ng/ml. The sample was repeated on (B)(6) 2016 and the result was 0.954 ng/ml. Patient 2 initial tsh result was 1.18 (unit of measure not provided). The sample was repeated on (B)(6) 2016 and the result was 0.770. On (B)(6) 2016 patient 3 (male, 76 years) initial troponin t hs result was 0.009 ng/ml. The sample was repeated twice with results of 0.007 ng/ml and 0.021 ng/ml. On (B)(6) 2016 patient 4 initial elecsys brahms pct result was 0.443 ng/ml. The repeat result was 1.18 ng/ml. No adverse events were reported for any patients. Patient 3 is deceased, however, the customer stated the patient was already in cardiopulmonary arrest when he arrived to the hospital and the erroneous results obtained for him had nothing to do with his death. No reagent lot numbers or expiration dates were provided. The customer is questioning why the e411 analyzer doesnt generate error messages or alarms alerting the user that there is a problem with the mixing paddle. Since the e411 analyzer is used for emergency backup for patient tests, the customer believes this would be beneficial.

Manufacturer narrative:
In response to the customer's questions related to mixing paddle alarms, the investigation determined that the instrument is operating according to it's design and function and meets specification.